Manufacturer narrative:
The t:slim g4 user guide states: ¿your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels (900 mg/dl), and diabetic ketoacidosis (dka). Reportedly, the customer's ketone level was high and was identified as life threatening. Prior to hospitalization, the customer attempted to deliver a bolus to resolve the reported elevated bg levels. During troubleshooting with tandem technical support, it was found that an occlusion alarm and auto-off alarm had occurred. Customer was treated through intravenous fluids and insulin, and released from the hospital 3 days later. The occlusion alarm was not occurring at the time of the report with tandem technical support (cts); therefore, troubleshooting was unable to be performed. Cts educated the customer on the safety auto-off alarm feature.